Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. After 25 days, a postoperative computed tomography scan revealed a type ii endoleak. In 2005, a postoperative computed tomography scan revealed a 2-4 mm increase in the aneurysmal sac. The physician will continue to monitor the patient.

Manufacturer narrative:
The device remain functioning in the patietn. A review of the manufacturing paperwork is being conducted.